Event description:
Inaccurate readings. Drastic difference between his blood pressure results. He went to the doctor office and his bp is approximately 10 points lower.

Event description:
Inaccurate readings. Drastic difference between his blood pressure results. He went to the doctor office and his bp is approximately 10 points lower.